Event description:
Pt has developed a latex allergy after working in nursing for 30 years. Symptoms include generalized itching, shortness of breath and tachycardia relieved by IV push benadryl. Rptr is currently on extended leave of absence and has stripped her house and car bare in order to "survive".